Manufacturer narrative:
Reasonable attempts were made by telephone and email to obtain further information, including patient data, photos, and treatment settings, however none were received. During an examination of the subject device by a lumenis technical specialist the specialist observed debris build-up on the treatment tip. A review of device labeling concluded that the operator manual cautions that frequent cleaning of the treatment tip should occur during use. An evaluation of the reported event details by a lumenis healthcare professional concluded the root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility in contradiction to device labeling.

Event description:
It was reported that 5 patients sustained small scabs after treatment with a lumenis lightsheer laser. It was further reported that the patients were expected to heal.